Manufacturer narrative:
Unk. Claim#(B)(4).

Event description:
The reporter indicated that a 12.6mm vich12.6 implantable collamer lens of a +8.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2023, the lens was exchanged for a shorter length lens due to excessive vault, significant reduction of iridocorneal angles, and angle closure with elevated iop. The problem was resolved. The cause is reported as unknown.